Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the maintenance services had been disabled. These services were subsequently reactivated, and the device was restarted. The customer reported that the patients expected to be admitted to the emergency room were now visible. A technical support specialist clarified to the customer that the services had been deactivated during the migration process and were not re-enabled after the migration was completed. The customer confirmed that the issue has been successfully resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es was not showing up the patient details. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.